Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that during patient transport the device alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
(B)(4). Conclusion / root cause: this data acquisition (da) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Patient information has been requested, but not provided. A manufacturer's field service engineer( fse) was dispatched to the rental facility, and was also unable to duplicate the reported event. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. The manufacturer's fse replaced the data acquisition board to address the reported issue. The device successfully passed performance specification testing.